Manufacturer narrative:
Invacare awareness date (B)(4) 2013. Complaint was not given to regulatory affairs for processing by customer service until (B)(6) 2013.

Event description:
The dealer reported that the hinge pin broke off the frame. This issue could prevent the user from having adequate foot support to prevent user from sliding out of the chair.